Event description:
Novoseven rt with mixpro was compounded in pharmacy and sent to ICU in the manufacturer syringe. Rn reports that she had problems with the syringe. Pharmacy management inspection of syringe revealed that the patient's IV set (neutron) had broken off into the novoseven syringe. Inspection of the package insert does not say that this particular IV set is incompatible with the product. FDA safety report ID# (B)(4).